Event description:
Procedure: hernia. According to the reporter: paraphrased from medwatch report: the pt reported that she was released the day after an incisional hernia repair. The pt reported pain, nausea, bloated abdomen, and a large blister on the hernia incision after placement of a jackson-pratt drain. A subsequent CT scan found collection of fluid. The pt was treated for pain and sent home. The pt returned to the or two months later with same symptoms and with a hole in place of the blister. The pt sent home. The pt visited dr five days later with the same symptoms, was admitted for fluid drainage and was discharged. One month later, the pt reported another blister which was drained and left another hole. The pt returned to the ER where a CT scan revealed fluid collection on the mesh. The pt was treated and discharged. The pt visited the dr. Three days later, and was sent to the hospital for drainage. Lab results showed elevated wbc count. The hole subsequently closed up. Two weeks later, another blister formed. The pt chose to visit another hospital and reported fever and fatigue. A CT scan revealed abcess of the abdomen which was drained. The dr stated a fistula connected to the scar which went down to the mesh and the mesh was infected on both sides of the abdominal wall. The mesh was explanted. The pt was discharged six days later with a wound vac.